Manufacturer narrative:
An attempt have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the nursing staff complained about the acoustic sensor not adhering to sweaty surfaces despite drying, alcohol prep, good placement, etc. Causing high utilization. Also, the sensor does not pick up on bariatric patients with larger amounts of adipose tissue in the nect region. Lastly, they have complained about inaccuracy of the respiratory rate displayed when a patient breathes shallow, which are the types of patients that need the most monitoring. No known impact or consequence to patient.